Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the customer provided a photograph, which was evaluated. The picture showed an eye being implanted with a diffractive intraocular lens (iol) claimed to be a tecnis odyssey toric ii iol preloaded in the simplicity delivery system, model drt. A colorless particle that appeared to be attached to the lens posterior surface was observed. The clinical impact and the incident root cause could not be determined via a photograph assessment. The complaint issue "foreign material - loose" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a foreign material present on the optic of the preloaded toric intraocular lens (iol) from the time the iol was inserted. The physician attempted to remove the foreign object using irrigation/aspiration, a hook, and other methods, but was unable to extract it. No patient injury reported. No medical intervention was required. No further information was provided.